Event description:
It was reported that the patient heard a sound like something had broken in his inflatable penile prosthesis (ipp). After that, the ipp did not perform as expected and the patient experienced pain. A surgery was performed and a hole was observed in the right cylinder; therefore, this cylinder was replaced. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.